Event description:
Information received by medtronic indicated that the customer reported issue with the inpen as dose log inaccuracy customer reports inpen app is not recording the exact doses dialed on the inpen .troubleshooting was performed and the app records incorrect amount lesser than the correct unit is intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than 1.0 unit .no harm requiring medical intervention was reported. The customer will discontinue using the device , but the device will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: blue. Battery life remaining: n/a. First bond date: mar. 16, 2023, initial battery %: 89. Last bond date: mar. 26, 2023, last battery %: 85 . User mobile device: galaxy a53 android: 13 . Testing mobile device: galaxy s21 5g android: 13. Customer reports: dose log inaccuracy. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The leadscrew was received 1/4 it's travel. Several attempts were made to pair inpen with both testing mobile devices, every time app displayed ¿dose doesn't match¿. The inpen does not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Inpen passed front cap investigation. Pending further analysis. In conclusion: performed battery investigation and found fluid intrusion on electronics. Battery measured 0.0v. However, unable to verify customer concern of dose log inaccuracy due to corroded battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.